Event description:
Customer requested a cosmetic driveline repair on 23apr2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported tear in the driveline¿s silicone sleeve was confirmed via a photo provided by the account. Rescue tape was applied to the afflicted area and the patient will be seen in the clinic for a routine follow-up on 23apr2020. The patient remains ongoing on the pump and no further events have been reported at this time. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. They also discuss damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2019 a picture was sent in which patient had third tear in cover in a year and placed rescue tape over tear. Patient was very concerned and worried that this was a continuing problem. She stated she had another tear (3rd in a year) and she was very concerned. Patient applied rescue tape to third hole in driveline cover. Patient was very concerned due to loose cover that it continued to be twisted and created new pin holes that need to be covered with rescue tape. Rescue tape now covered about the third of her driveline with rescue tape. Informed tech services of the patient loose driveline issues.